Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A medical equipment technician reported that during a procedure, there was no aspiration while in the vitreous cutting irrigation / aspiration (I/a) mode. The surgeon completed the case by using the I/a handpiece for irrigation. There was no pt harm.